Event description:
Per the clinic, the patient was not progressing with the implant. It was discovered that the electrode array was not in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).